Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the issue was resolved with a software upgrade and the customer declined returning equipment for further evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Issue was resolved with a software upgrade

Event description:
Sales rep and PICC team reported the system is losing the sherlock activation key intermittently, but it comes back when the system is turned off and back on. The system also reportedly becomes slow and the ultrasound image is delayed and they turn the system off and on again to resolve.